Event description:
Patient reported right side is stinging and pulsating. Healthcare professional reported a right side "hole, non-specific". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; extended opening, fold creases, brown particles in shell. The leak test and microscopic analysis was performed which identified; a cracked opening in valve assessed as cracked valve seat diaphragm valve, a striated opening on radius side assessed as surgical damage and partial delamination (15%)of diapherm flange disk assessed as adhesive failure. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. Delamination of diapherm flange disk assessed as adhesive failure. A crack opening on valve assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: stinging and pulsating.

Event description:
Patient reported right side is stinging and pulsating. Healthcare professional reported a right side "hole, non-specific". Device has been explanted and replaced.